Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device tripped replacement indicator likely due to high outputs. The patient was scheduled for a changed out. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.